Event description:
It was reported on a implant registration form that the patient presented in clinic for right ventricular (rv) lead revision. The rv lead had high capture threshold. The rv lead was capped and replaced on (B)(6) 2022. The status of the patient was not reported.